Event description:
Essure device was attempted to be placed in the patient's right fallopian tube. However, upon the entrance of the essure device into the threading catheter, the essure wound bend at a 90 degree angle. This was attempted to be straightened, could not be done. The second essure was able to be placed into the uterus, brought to the fallopian tube and then tubal spasm was present which then bent the tip of the essure. The third essure was bent again with insertion through the guidance catheter. At this point, the decision was made to proceed with laparoscopic tubal. No harm to patient; no excessive blood loss. The procedure completed was laparoscopic tubal ligation.======================manufacturer response for permanent birth control, essure permanent birth control (per site reporter).======================returned to rep.